Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(4). It was determined that the signal loss was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. However, data for the transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.